Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 166 mg/dl. Prior to the event, the patient was delivering a bolus. The alarm and possible causes were explained to the customer. In troubleshooting, the insulin did exit during a manual prime test. The patient was advised to change the entire infusion set. No further information was provided.